Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) had low flows triggering a low flow alarm. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed 5 low flow alarms from 6th february 2018 up until 20th february 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported "low flow" event. Based on the risk documentation, possible causes of the reported "low flow event" event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction in the outflow graft, poor vad filling. If information is provided in the future, a supplemental report will be issued.